Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated inside the pocket. The device underwent a pocket revision and remains in use. It was further reported that the right ventricular (rv) lead had high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.